Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in late 2008, that a low profile balloon was used in a procedure. According to the complainant, a low profile button was placed in a pt approx six months ago. Since placement of the device, it was reported that on three occasions, the bolster of the device broke. The bolsters were replaced. It was also reported that the pt is suffering from dementia and is "fiddling" with the bolster resulting in failure of the device approx every six to seven months. Each event occurred at six to seven month intervals. Please reference 3005099803-2009-00214 adn 3005099803-00216 for the two other devices involved in this event.

Manufacturer narrative:
Other (bolster). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant was unable to provide the device model and catalog number. The complainant was unable to provide the device model and catalog number; therefore, the manufacturing site is unknown. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.